Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) dialed into the application server, checked the synchronization information, confirmed the last upload was current, found no upload error, checked the sql server management studio, confirmed the station was communicating, dialed into the station, found no disconnected mode icon, confirmed that the current upload queue size was zero, ran the "check sync 2 upload status from station.sql" and confirmed all transactions had been queued locally and processed at the server. The tss then confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.